Manufacturer narrative:
The c 703 analyzer serial number is (B)(6). The cobas 8000 analyzer serial number was not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable online tdm amikacin results for 1 patient sample on a cobas c 703 analytical unit and a cobas 8000 analyzer. The initial result from the c 703 analyzer was 1.02 ug/ml with a flag. The sample was repeated on the cobas 8000 and the result was 2.15 ug/ml with a flag. The sample was repeated on the c 703 analyzer and the result was <0.8 ug/ml with a flag. The sample was repeated two more times on the cobas 8000 analyzer and the results were 2.05 ug/ml with flag and 2.11 ug/ml.